Manufacturer narrative:
Result - load cell.

Event description:
It was reported by service report that the scale did not work properly due to a malfunctioning load cell. No pt involvement or adverse consequences are reported.